Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a opening, a crease fold, a wear abrasion, red and yellow particles on the surface of the shell, and device to be underweight. A microscopic analysis was performed which one crease sharp in the posterior. Based on the device analysis the final assessment is: -a crease sharp in the posterior side assessed as fold flaw opening.

Event description:
Physician reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. Device has been explanted.